Event description:
A low reading issue was reported with the adc device. A customer reported obtaining a sensor reading of 105 mg/dl in comparison to a healthcare meter reading of hi (readings greater than 500 mg/dl). The customer experienced symptoms of dizziness, vomiting, and was administered serum, potassium, and insulin via IV (dose/type unknown) for treatment of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event. The reported results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.